Manufacturer narrative:
The accounts maintenance replaced the brake caster to repair the bed.

Event description:
The account stated the stem is broken on the brake caster, allowing the bed to move when locked in brake mode.